Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0139068. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the orange caps from some insulin syringes the needle mechanism comes off with the cap. Stated this happened with his current box and previous box. Stated at least 1-2 syringes in every poly bag have this issue. Stated some of the caps are so hard to get off he has to really turn and twist them to get them off. Stated this happened today but also for the past month or so. Lot # first box: 0139068. Lot # 2nd box: unknown - box discarded. Cat # 328468. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary: customer returned two (2) loose 0.5ml bd insulin syringes. Consumer reported some of the caps are so hard to get off he has to really turn and twist them to get them off. Both returned syringes were examined, and it was observed that both exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. Due to batch number being unknown, no DHR review can be completed. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the orange caps from some insulin syringes the needle mechanism comes off with the cap. Stated this happened with his current box and previous box. Stated at least 1-2 syringes in every poly bag have this issue. Stated some of the caps are so hard to get off he has to really turn and twist them to get them off. Stated this happened today but also for the past month or so. Lot # first box: 0139068. Lot # 2nd box: unknown - box discarded. Cat # 328468. Date of event: (B)(6) 2020.